Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the left main coronary artery (lm or lmca) to the left anterior descending (lad) artery. A 3.25x15mm nc trek neo balloon dilatation catheter (bdc) was advanced; however, it met heavy resistance inside of the guide catheter (gc) and could not be fully advanced out of the gc. The bdc was difficult to remove from the guide catheter but was ultimately removed, and another nc trek neo was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty advancing and removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.